Event description:
It was reported that they have a defective foley catheter, one of the 3 holes on the insertion tip was raised, and the fluid did not flow out. The whole lot was pulled, so they have a total of 8 to be returned. (Material# 0167si22, lot# ngkr1988).

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. 5th catheter: visual inspection noted no external defects or other obvious observations. Inflated balloon with 10 ml of solution using the in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no leaks or cuffing noted. Flushed drainage lumen with d.I. Water successfully with no blockage or defects found. 6th catheter: visual inspection noted no external defects or other obvious observations. Inflated balloon with 10 ml of solution using the in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no leaks or cuffing noted. Flushed drainage lumen with d.I. Water successfully with no blockage or defects found. 7th catheter: visual inspection noted no external defects or other obvious observations. Inflated balloon with 10 ml of solution using the in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no leaks or cuffing noted. Flushed drainage lumen with d.I. Water successfully with no blockage or defects found. 8th catheter: visual inspection noted no external defects or other obvious observations. Inflated balloon with 10 ml of solution using the in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no leaks or cuffing noted. Flushed drainage lumen with d.I. Water successfully with no blockage or defects found. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a defective foley catheter, one of the 3 holes on the insertion tip was raised, and the fluid did not flow out. The whole lot was pulled, so they have a total of 8 to be returned. (Material# 0167si22, lot# ngkr1988)